Event description:
Hospital bed delivered and set up by contracted vendor had family member report a smoking, melted electric power supply. Model number ws-150-if-2. Bed was placed in this patients relatives home in anticipation of discharge on (B)(6) 2020. Patient did not come home from the hospital, so the bed was never used prior to the incident on (B)(6) 2020. FDA safety report ID# (B)(4).